Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. After an internal inspection of the device, it was noted that there was heavy corrosion on the internal pcbs and also standing water internally. It was clear that water and entered the device and likely led to the reported display issue. Physio-control performed a clinical review of the reported event and determined that the reported device issue did not contribute to the death of the patient as the device determined that no shock was advised based on the patient's ECG rhythm.

Event description:
The customer reported that during a patient event, the display on their device was not functioning. The customer indicated that the patient appeared to be drowning in water. During the rescue attempt, the rescuer reportedly had the device in a weather proof case, inside a backpack which was on his back during the rescue attempt. After connecting the device to the patient, the device display did not function, but the device did give voice prompts indicating "no shock advised". Following the voice prompts of "no shock advised", the rescuer continued CPR and ceased use of the device. The patient reportedly did not survive the event.